Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two everest xt mi rod reducer tower tips broke off intra-operatively. The procedure was completed successfully without surgical delay. This report represents the second of the two everest xt mi rod reducer tower tips.

Event description:
It was reported that two everest xt mi rod reducer tower tips broke off intra-operatively. The procedure was completed successfully without surgical delay. This report represents the second of the two everest xt mi rod reducer tower tips. Upon investigation, the tip of the device was found to be disengaged.

Manufacturer narrative:
The returned device was visually inspected. It was observed that the distal tip of the instrument had disengaged from the main body. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history records were reviewed for this lot, no similar complaints were identified. The instrument has been out in the field for more than 3 years. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue on the instrument, leading to the reported failure mode. The most likely root cause of the reported event was determined to be normal wear.